Event description:
Alleged event: after several times of firing, the remaining hem-o-lock clips in the device dropped into the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.